Manufacturer narrative:
Other, other text: additional information: d10. One pneupac ventilators parapac was returned for analysis due to a high-pressure alarm. The device was received in with no physical damages. Corrosion noted throughout device internally. The device was connected to 60 psi and occluded patient port for audible and visual alarms. The reported issue was confirmed. There was a printed circuit board, pcb issue due to corrosion. The led pcb set, alarm reed and reed holder were replaced to resolve the issue. Calibration and preventative maintenance was performed.

Event description:
Information was received indicating that the high-pressure alarm audio and indication was absent to a smiths medical pneupac parapac ventilator. There were no reported adverse effects.